Event description:
The customer reported that the system's fluoroscopic lamp was not functioning and was unable to perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray lamp. The system was tested and found to be working as intended and put back in service.